Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2014, the operation of proximal humerus nailing was performed. About one week after the operation, the back out of the spiral blade was observed. The re-operation was done on (B)(6) 2014. In the re-operation, the end cap was re-tightened. There was a prolongation of surgery of about 15 minutes. This complaint is on the end cap. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device used for treatment, not diagnosis.